Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia and pulmonary edema post-operatively when a leadless implantable pulse generator (ipg) was implanted. The ipg was reprogrammed and remains in use. Intubation was carried out and pharmacological intervention was also carried out to treat pulmonary edema. The ipg remains in use. No further patient complications have been reported as a result of this event.